Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analysed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is july 25, 2006.

Event description:
Boston scientific received information that this programmer displayed black screen and did not boot up. Programmer was returned back to the laboratory. No adverse patient effects were reported.